Manufacturer narrative:
The device referenced in this report has not yet been returned to olympus for evaluation. The exact cause of the reported event could not be conclusively determined at this time. This type of probe damage is most likely related to the operator's technique. The instruction manual contains several warning statements in an effort to prevent damage to the probe. "Do not to activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur." If additional information is received or the device is returned at a later time this report will be supplemented. Please cross reference MFR. Report: 2951238-2015-00298.

Event description:
Olympus was informed that during a therapeutic hysterectomy with colonectomy the tip of the probe broke off inside the patient's abdomen. It was reported that this occurred while the physician was cutting the patient's tissue. The 2 cm piece was retrieved with the physician's hand. Due to the invasive procedures the patient lost four liters of blood and required a blood transfusion which was anticipated by the physician. There was a five minute delay to replace the device. It was reported that at the conclusion of the procedure the probe broke off the second device. However, the intended procedure was successfully completed. There was no patient injury reported. The patient is currently recovering in the ICU. No further information was provided. Olympus followed up with the user facility to obtain additional information regarding the reported event and was informed that the device was inspected prior to the procedure and no anomalies were found.